Event description:
At end of a multi-level vcf procedure, bone cement was noticed in the pt's left atrium. The pt is asymptomatic and free of any complications from the incident.

Manufacturer narrative:
Device implanted in the pt and not returned for evaluation. A review of the device history record did not reveal any discrepancy related to the complaint. The lot met all specifications prior to release.